Event description:
It was reported that the left ventricular (lv) lead was unable to capture at high output. An x-ray revealed that the lv lead had pulled back out of the coronary sinus branch and into the main body. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.